Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. No a broken force sensor was detected during seating or regular delivery alarm noted. Unit alarmed pump error 38 during rewind due to corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.